Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and replaced. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Updated fields: e1.initial reporter title-from no information to dr. E1.initial reporter first name-from no information to (B)(6). E1.initial reporter first name-from no information to (B)(6). E1.initial reporter facility name-from boston scientific corporation to (B)(6). E1.initial reporter address 1-(B)(6). E1.initial reporter city-from (B)(6). E1. Initial reporter state-from (B)(6). E1.initial reporter zip/post code-from (B)(6). E1. Initial reporter phone-from (B)(6). E3. Occupation-from other health care professional to physician.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and replaced. The procedure was completed. There were no patient complications reported.